Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced pain at the ipg site from the time of the implant on (B)(6) 2019. To address this issue patient underwent surgical intervention where the ipg pocket site was relocated on (B)(6)2019. Therapy was established post operatively .

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.